Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the subject guide wire was returned for evaluation, reportable device defect (coil wire separation) was recognized. Thus the date the manufacturer became aware of the event was considered the date the device returned. The coil wire of the returned guide wire was found fractured. The core wire was found curved by shaping and exposed for approximately 1.5mm. At the fractured segment, the coil wire was found loosened. Trace of fracture due to torsional stress was found, which could be applied when the coil wire loosened. At the distal segment of the exposed core wire, trace of solder was found. As trace of cutting at the production process was found at the extreme end of the core wire, it was presumed that the core wire was not fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that stress exceeding the product's design limit was likely generated during wire manipulation possibly while the wire tip was being trapped in the calcified lesion. The excessive rotational force caused the coil wire to loosen significantly and fracture. As pulling force was applied during withdrawal, the loosened coil wire segment was trapped by the lesion and fracture. Consequently, the core wire together with the distal solder detached from the core wire. It was concluded that this event was not attributed to product quality. As the fragment was not returned, it was concluded that a possibility could not be excluded that fragment might be left in the anatomy. Instructions for use states: [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunctions] separation or breakage of the guide wire.

Event description:
It was reported that during a ppi to treat a heavily calcified cto lesion in the right sfa, an asahi guide wire was used and withdrawn outside the patient anatomy to change shaping. The distal end of the subject guide wire was found damaged. A different guide wire was used to continue the ppi. Revascularization was conducted and the procedure was completed. The patient outcome was good after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.